Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged and was recaptured once. At that time, a complete atrio-ventricular block (cavb) occurred and did not subsequently resolve. The valve was implanted at a depth of 7mm on the non-coronary cusp (ncc). Permanent pacemaker implantation was scheduled to treat the cavb. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012097778); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. Per the physician, there were no anatomical features that contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail. The direction of the valve dislodgment was ventricular. A non medtronic guidewire (safari xs) was used during the procedure. Following the valve implant, a permanent pacemaker was implanted.